Event description:
Discordant high thyroglobulin (tg) results were obtained with two (2) samples (from the same patient) on an immulite 2000 xpi analyzer. The patient's two samples were initially tested on the immulite 2000 xpi analyzer. The laboratory questioned the initial tg results as "implausible" due to the patient's clinical history. The second sample was retested with a ria method, and the repeat result was reported out. There were no known reports of patient treatment being altered or prescribed due to the discordant tg results. There were no known no reports of adverse health consequences due to the discordant tg results.

Manufacturer narrative:
The customer contacted the siemens healthcare technical solutions center (tsc) regarding the discordant high tg patient sample results. Siemens obtained the patient sample, and the discordant patient sample results were confirmed by siemens in-house testing. The cause of the discordant tg results is unknown.